Event description:
The patient contacted animas on (B)(6) 2012 stating the down arrow keypad button was sticking. The patient denied recent trauma to the pump. The keypad was reportedly intact and the pump was not exposed to water. The patient reportedly wore the pump in a pocket and did not clean it. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
The insulin pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: during the product analysis investigation the keypad rubber was found to be peeling. The contrast button was found to be intermittently responsive. The keypad cover was removed and contamination was found under all key contacts except for the ok button. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.